Manufacturer narrative:
This device has not been returned for evaluation. Therefore, a failure analysis is not available and we are unable to determine of the device met its specifications. Our dfu states: "the insertion of a ureteral stent should not be undertaken without comprehensive knowledge of the indications, techniques and risks of the procedure." However, we are unable to determine the relationship between the device and the cause for this event.

Event description:
It was reported that during preparation for a therapeutic urological procedure, this stent broke as they were removing the suture. They used another stent to complete the procedure with no pt complications.